Event description:
Patient had a right anterior total hip arthroplasty on (B)(6) 2024 in which a jackson-pratt 3-spring reservoir kit with pvc round drain, 7fr distributed by cardinal health was placed. On 3/28/24 we were notified by cardinal health of a product recall due to product not being sterilized prior to distribution. This patient obtained a post operative infection diagnosed on (B)(6) 2024 and started on oral antibiotics. Patient received multiple debridement¿s in office and eventually required negative pressure wound therapy. This patient is believed to have received a non-sterile drain resulting in surgical complications. A wound culture obtained from a surgical wound should have no growth. 210751d1 box (B)(4). Reference report: mw5154606.